Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 07/12/2010; belt: 03/04/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient experienced an inappropriate defibrillation event consisting of one shock. The patient was in public at the time of the treatment event. It was reported that the patient was lost consciousness at the time of the treatment event. The response buttons were not pressed during the treatment event. Svt rate above the treatment threshold contributed to the false detection. The device shutdown after the treatment event while the patient was in a life-sustaining rhythm. The patient was taken to the hospital via ems and passed away on (B)(6) 2018. There were no deficiencies alleged. The device was fully functional upon receipt. No sustained ventricular tachyarrhythmias were detected. There is no indication that the lifevest caused or contributed to the patient death. The patient was taken to the hospital via ems and passed away on (B)(6) 2018.